Manufacturer narrative:
A review of the available information was performed. The manufacturing records for the onxae-25 sn (B)(4) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. 22.9 year old male implanted with onxae-25 sn (B)(4) on (B)(6) 2016 indicated for severe aortic insufficiency from a bicuspid aortic valve per op notes. Patient required explant on (B)(6) 2019 and subsequent replacement via onxaap-27/29 indicated for severe symptomatic aortic insufficiency secondary to paravalvular leak (pvl). Patient also diagnosed with chronic systolic congestive heart failure. The instructions for use for the on-x valve acknowledge paravalvular leak as a potential complication following prosthetic valve replacement, which may lead to reoperation as well as explantation [IFU]. Historically, pvl occurs at a rate of 1.2% per patient-year for all pvls, while major pvl occurs at a rate of 0.6% per patient-year for rigid heart valve substitutes. Pvl was the cause behind the explantation of the on-x mechanical heart valve prosthesis. Root cause for the pvl is unknown. There is no evidence to suggest what, if any, relationship the valve contributed to the pvl and ultimate explant. This event does not identify additional hazards or modify the probability and severity of existing hazards. No further action is required. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report, onxae-25 sn (B)(4) was explanted on (B)(6) 2019.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, onxae-25 sn (B)(4) was explanted on (B)(6) 2019.